Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. This device is considered conforming due to its extended field life and unremarkable manufacturing records. Root cause was determined to be operational context as the sterile processing employee could not disassemble the device and forced it apart causing the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly shim was broken in sterile processing while the sterile processing employee was attempting to disassemble the poly trial to clean. The device snapped in half. No patient involvement.